Manufacturer narrative:
Follow-up #1 date of submission 10/30/2017-additional information: additional information to field b5. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 144 malfunction events. A review of the events indicated that the one touch ping model pump experienced a call-service alarm cs 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-77 years of age and between 27 and 390 pounds. Of the reported patients, 67 were male, 77 were female, and 0 were unknown.

Manufacturer narrative:
Of the 15 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to an internal motor failure and a mechanical assembly fault of the motor.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.